Manufacturer narrative:
The initial MDR was incorrectly submitted as follow up #1. This record is for the correction of initial report.

Event description:
It was reported patient had revision of right knee due to migration of femoral stem and also loosening of the offset components. Doctor removed stem, femoral, distal augment, posterior augment and 28 mm insert.